Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01313. It was reported that following an unrelated surgery, the leads were fractured, high impedances were measured, and the patient experienced ineffective therapy. As a result, surgery occurred to explant and replace the leads, which addressed the issue.